Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two patient samples that resulted positive when using the simplexa covid -19 direct assay, but resulted negative upon repeat using the same assay lot and negative again with a different lot. Run analysis of the simplexa results showed two patient samples that resulted as follows: sample (B)(6): positive s gene (CT = 31.6), orf1ab (CT = 31.2), sample (B)(6): positive s gene (CT = 35.8), orf1ab (CT = 34.4). The same two samples were repeated on (B)(6) 2021 on the same assay lot (x11278n), on (B)(6) 2021 on different assay lot, and resulted negative both times. With a detection range of 31.2 - 35.8 on the two samples, it is likely these samples are near the limit of detection of the simplexa assay, but the customer's device and patient samples were not returned for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x11354n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x11278n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on two patient samples that resulted positive when using the simplexa covid -19 direct assay, but resulted negative upon repeat using the same assay lot and negative again with a different lot. The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.